Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead recorded two low out of range pacing impedance measurements. Additionally, some noise oversensing was observed. The physician has elected to program the system without the ra lead and this will occur at the next follow-up. This ra lead remains in service. No adverse patient effects were reported.